Event description:
Following a ptca/stent procedure, an angio-seal device was placed in the pt's right femoral artery. Approx two minutes following deployment a hematoma was noted and the pt became hypotensive. Manual pressure was held to control the rapidly expanding hematoma. The pt's bllod pressure dropped and the pt arrested. The pt was resuscitated successfully and sent to the operating room for repair of the bleeding source. The surgeon found a lateral puncture wound in the femoral artery was repaired and four units of packed red blood cells were administered. Three days following this procedure the pt was reportedly doing well and was discharged home. As of 2/16/98 there have been no further reports made to the MFR of further complications or pt sequelae.